Manufacturer narrative:
Follow-up #1: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there was 1 instance of battery life with moisture failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 7 allegations of a malfunction, 5 pumps were returned to animas and investigated. Of the investigated pumps, 5 were found to be malfunctioning due to moisture within. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 7 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery life w/ moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 10-74 years of age and between 80 and 136 pounds. Of the reported patients, 2 were male, 4 were female, and 1 was unknown.